Event description:
When testing the cook instinct plus endoscopy clip prior to instilling it into the scope, doctor realized that the clip was broken and the one arm was not attached to the clip. Checked in the packaging and the clip arm was in the package. Clip was broken upon opening.